Event description:
Dr of a hospital reported a death of pt who was supported by the cardiowest temporary total artificial heart (tah-t). Syncardia's principal investigator, dr spoke to dr(reporter) about the pt's death. Dr(second) reported that dr(reporter) stated that the pt, who had enterococcus pericarditis, was taken to the operating room for pericardial drainage. During the course of the operation, dr(reporter) observed, on electroencephalographic monitoring, the complete loss of brain waves, suggesting a massive embolic stroke. On examination of the tah-t, dr(reporter) reported that he observed nothing to explain a major thrombus. The syncardia tah-t explant form, completed at the hospital, has a notation stating 'pericardial thrombus and probable cerebral ischemia that caused death."

Manufacturer narrative:
Infection and neurological events are known adverse events from the clinical study, and are listed in the syncardia cardiowest tah-t instructions for use, at page 12. Syncardia has requested that the explanted tah-t be returned for evaluation, and the results will be reported in a supplemental MDR.